Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra would not power on. The patient indicated that the alleged issue started on the day of event at 7:30 am, three days later at 6:00 pm, the patient claimed that she developed symptoms of shakiness and sweating. At 6:15 pm that same evening, the patient administered self-care by consuming food/drink(s). Based on the one touch customer advocate's (otca) investigation, the reported meter's battery needed to be replaced. However, the patient did not have a replacement battery for troubleshooting. The test strips and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury 3 days after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluated it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.